Manufacturer narrative:
No product was available for evaluation. No imaging was supplied for evaluation. Additional information was received "the procedure for the second patient was rescheduled for november and new grafts were ordered.¿ the relevant work order was reviewed and appeared complete and correct. No non conformances were recorded in the work order. The labels were reviewed and appear complete and correct with no notable abnormalities. Review of specifications found sufficient instructions and checks to ensure each device is correctly labelled. Each custom-made device is given a unique identifier which is associated with the charts approved and doctors request forms. The instructions for use (IFU) supplied with the complaint device (IFU-fu/3) states "prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient." From the information provided an exact root cause could not be determined, however one or more of the following could have contributed to the reported issue: -insufficient information on labels; or -procedural errors.

Event description:
A male patient of undisclosed age underwent a fenestrated aortic aneurysm repair in which the zenith fenestrated aaa endovascular graft proximal body (g32537) and the distal bifurcated body (g32577) was used. There had been two fenestrated procedures scheduled for the same day. It was noted after the first procedure that the incorrect grafts had been placed in the wrong patient. It was reported that the patient was doing well and the grafts were working as they were close to the size needed and ordered for this patient.

Event description:
A male patient of undisclosed age underwent a fenestrated aortic aneurysm repair in which the zenith fenestrated aaa endovascular graft proximal body (g32537) and the distal bifurcated body (g32577) was used. There had been two fenestrated procedures scheduled for the same day. It was noted after the first procedure that the incorrect grafts had been placed in the wrong patient. It was reported that the patient was doing well and the grafts were working as they were close to the size needed and ordered for this patient.